Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog #: igtcfs-65-1-uni-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2017, a günther tulip® filter was placed. Primary reason for filter placement was current deep vein thrombosis with no contraindication to anticoagulation, but with added risk due to a surgical or endovascular procedure. The inferior vena cava (ivc) diameter at the intended filter location was 15.51 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a günther tulip ® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter did not deploy prematurely or jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was extravasation of contrast after placement, but filter legs did appear outside the column of contrast. Analysis of the placement procedure venacavagram noted an ivc diameter of 15 mm at the filter location. There was no evidence of filter deformation or migration. The angle of filter tilt was 2.3 degrees in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray performed on (B)(6) 2017 (day of procedure) revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis revealed no evidence of fracture, deformation, or embolization. The angle of filter tilt in the ap view was 7.7 degrees and 6.1 degrees in the lat view. On (B)(6) 2017 (three days post-procedure), the patient was discharged from the hospital. On (B)(6) 2017 (80 days post-procedure), the pre-retrieval x-ray and filter retrieval procedure were performed. The pre-retrieval x-ray revealed no evidence of filter fracture, embolization, migration, or tilt. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 9.6 degrees and in the lat view 18.9 degrees. On (B)(6) 2017, the filter was retrieved because it was no longer clinically needed. Filter legs did appear outside the column of contrast before retrieval. There was no thrombus present in the filter. The right internal jugular vein was used for filter retrieval with a günther tulip retrieval set. No additional methods or devices were utilized. The site reported minimal difficulty retrieving the filter. The filter was retrieved endovascularly, but extravasation of contrast was noted after retrieval. Analysis of the retrieval procedure venogram revealed no evidence of thrombus in the filter. Filter legs did appear outside the column of contrast before retrieval. The angle of filter tilt was 5.9 degrees in the ap view. There was no extravasation of contrast after filter retrieval. Patient outcome: on (B)(6) 2017 (101 days post-procedure), the patient exited the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and image review. The tulip filter was deployed via femoral approach in an infrarenal location without evidence of significant tilt or immediate perforation. Follow-up x-ray obtained approximately 2 months later, at the time of ivc filter retrieval, demonstrates interval increase in anterior tilt relative to the anterior margins of the vertebral bodies. On the original x-rays, the anterior tilt measured only 7°, and on follow- up x-ray it measured 18°. Although there is increased anterior tilt relative to the bony landmarks, the true tilt relative to the centerline of the ivc may not have changed. This could be accounted for due to different phases in the patient's respiratory cycle, altering the anterior tilt depending on the degree of inspiration at the time of the x-ray. Furthermore, although this tilt does measure significant relative to the bony landmarks, it may not measure significant relative to the center line of the ivc. The follow-up venogram, although not obtained in the lateral projection, somewhat confirms that this degree of anterior tilt was falsely elevated as the filter was easily retrieved using a standard loop snare. If a filter was tilted 18° relative to the center line of the ivc, this would be sufficient enough to place the hook of the ivc filter adjacent to the anterior wall of the ivc, making retrieval with a standard loop snare device more challenging, which was not the case in this individual. In addition, the venogram demonstrated perforation involving the right and left lateralmost filter legs, each extending just over 6 mm outside of the column of contrast. There is no discussion of the complaint report regarding any symptoms related to this penetration. Furthermore, this perforation did not alter the ability to retrieve the ivc filter. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.